Event description:
It was reported that the right atrial (ra) lead had fractured. It was also reported that the lead had high thresholds and sudden high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.